Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. Motor passed motor test. Insulin pump programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. Insulin pump received with minor scratches on display window.

Event description:
It was reported that the insulin pump had unresponsive buttons and alarmed for no delivery during the prime process. Blood glucose reading was 28.0 mmol/l. The reporter had treated with manual injection and felt fine. No significant events were recalled leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.